Event description:
Edwards received notification from a field clinical specialist that during that a patient with a 23mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 6 years and 8 months due to calcification with gradients. A 23mm sapien 3 ultra resilia valve was implanted successfully. As reported, standard tf access was achieved, percloses were deployed, a 14 french esheath+ was advanced in the right femoral artery and wires and catheters were used to cross the thv. An amplatz extra stiff wire was place in the left ventricle, an 18mm true balloon was inflated (bav), and then the 23mm s3 ultra resilia was advanced and lined up with the top of the existing thv valve. A nominal inflation expanded the new tavr and the commander catheter was then deflated and removed from the body. Gradients were measured (2mm/hg-cath, 3mm/hg-tee).wires and catheters were removed and patients access sites were closed in standard fashion.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time . At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, h6, and h10. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that during that a patient with a 23mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 6 years and 8 months due to calcification with gradients. A 23mm sapien 3ur valve was implanted successfully. As reported, the patient was admitted with acute on chronic systolic heart failure. Standard tf access was achieved, percloses were deployed, a 14 french esheath+ was advanced in the right femoral artery and wires & catheters were used to cross the thv. An amplatz extra stiff wire was place in the lv, an 18mm true balloon was inflated (bav), and then the 23mm s3 ultra resilia was advanced and lined up with the top of the existing thv valve. A nominal inflation expanded the new tavr and the commander catheter was then deflated and removed from the body. Gradients were measured (2mm/hg-cath, 3mm/hg-tee) and multiple c arm angles were used to assess if s3 in the mitral position was effected. Mitral valve was uneffected, so wires and catheters were removed and patient's access sites were closed in standard fashion. There was no compromise of the tmvr cage. Patient tolerated the procedure well with no evidence of immediate complications.